Event description:
It was reported that the patient stated that his inflatable penile prosthesis stopped working. An ultrasound was performed, and it was noted that the reservoir was empty. No additional information was reported.

Event description:
It was reported that, three days after the implant procedure of this inflatable penile prosthesis (ipp) the patient presented a hematoma with some edema in the penis, scrotum and suprapubic area. Three week later, during a follow up appointment it was noted that the swelling was completely resolved. Two months later, the patient stated that the ipp stopped working as it did not fully inflate and sometimes it re-inflates after deflation. In addition, a dimple in the pump was felt when the component was fully inflated. An ultrasound was performed, and it was found that the reservoir was empty. One month later. A replacement surgery was performed and upon explant, fluid leak in the reservoir caused by a hole in the same component was identified. All components were removed and a new ipp was implanted. The patient stated that, as a result of the device not working for several months, he developed permanent scarring and atrophy. There were no additional patient complications reported.

Event description:
It was reported that the patient stated that his inflatable penile prosthesis stopped working. An ultrasound was performed, and it was noted that the reservoir was empty. One month later. A replacement surgery was performed. Upon explant, a fluid leak in the reservoir caused by a hole in the same component was identified. There were no patient complications.

Event description:
It was reported that, three days after the implant procedure of this inflatable penile prosthesis (ipp) the patient presented a hematoma with some edema in the penis, scrotum and suprapubic area. Three week later, during a follow up appointment it was noted that the swelling was completely resolved. Two months later, the patient stated that the ipp stopped working as it did not fully inflate and sometimes it re-inflates after deflation. In addition, a dimple in the pump was felt when the component was fully inflated. An ultrasound was performed, and it was found that the reservoir was empty. One month later. A replacement surgery was performed and upon explant, fluid leak in the reservoir caused by a hole in the same component was identified. All components were removed and a new ipp was implanted. There were no patient complications.

Event description:
It was reported that, three days after the implant procedure of this inflatable penile prosthesis (ipp) the patient presented a hematoma with some edema in the penis, scrotum and suprapubic area. Three week later, during a follow up appointment it was noted that the swelling was completely resolved. Two months later, the patient stated that the ipp stopped working as it did not fully inflate and sometimes it re-inflates after deflation. In addition, a dimple in the pump was felt when the component was fully inflated. An ultrasound was performed, and it was found that the reservoir was empty. One month later. A replacement surgery was performed and upon explant, fluid leak in the reservoir caused by a hole in the same component was identified. All components were removed and a new ipp was implanted. There were no patient complications.